Manufacturer narrative:
Block h3: the eagle eye catheter was returned for evaluation. Visual inspection found no unusual characteristics of the catheter. During functional testing, the catheter was connected to the pim and was recognized by the imaging system; however, produced an incomplete image. Block h6: the probable cause is electrical connection failure along the scanner as a likely result of compromised connections on the catheter. Strain, impact, and forces associated with use can affect the integrity of the electrical connections within the catheter. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an eagle eye platinum st catheter was used in an emergent coronary procedure. During use, the catheter was not recognized. The procedure was completed with another catheter. No patient injury reported. This product problem is being reported because the catheter could not be used during an emergent case, resulting in a potential for harm due to the delay of the procedure.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the eagle eye catheter was not returned, thus no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.